Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-may-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 458.4 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient was having intermittent withdrawal symptoms including increased spasticity. Any environmental/external/patient factors that may have led or contributed to the issue were not reported. The hcps attempted a catheter side port aspiration with no success. The patient was given oral baclofen. The portion of the catheter that appeared to be kinked and removed and rep laced. Patient's catheter was shown slightly damaged on the spine segment side of the catheter connector as reported by the hcp during the revision case. It was cut out and replaced with an 8784 revision kit. The explanted device would be returned and the rep had possession of it. At the time of this report, the issue had resolved and patient status alive-no injury. The patient¿s medical history included holoprosencephaly. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.